Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly, battery wire harness, and battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off and on multiple times during the event. Further testing indicated that the likely cause of the reported power cycle issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device unexpectedly powers off and then powers itself back on every time the code summary button is pressed. There was no patient use associated with the reported event.